Event description:
The stent shaft snapped near the hub upon insertion by the cardiologist. The stent was stored in designated shelving prior to use. There was no damage to the outer packaging and the staff did not encounter any difficulty removing the product from the inner packaging. The procedure was successfully completed with another of the same stent. There was no injury to the pt.

Manufacturer narrative:
The product is available but has not been received as of the initial report. Add'l info will be submitted within 30 days of receipt.